Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of swelling, redness, pain, and hardness are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of edema, erythema, skin irritation and pain: 4. Undesirable effects: the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: 1) inflammatory reactions (redness, oedema, erythema, etc.), which may be associated with itching or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. 3) indurations or nodules at the injection area.

Event description:
Healthcare professional reported injecting a patient with juvederm voluma with lidocaine in the nose. Prior to injection, the patient was given antiseptic and ice was given to the patient post injection. Three days later, the patient developed swelling in the "protuberant parts of eyelids" with redness, swelling and hardness located in and around the injection sites which includes the lower forehead and glabella. There was also "seriously pain" felt with palpation. On the next day, patient was treated with hyaluronidase and the physician "squeezed some of the filler and removed it." Patient was also given steroids. Symptoms resolved the same day.